Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: january 30, 2015, january 31, 2015 and february 3, 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results.

Event description:
Olympus received medwatch ((B)(4)) which reports that a third of six patients that underwent an endoscopic retrograde cholangiopancreatography (ercp) with stent replacement procedure using a duodenovideoscope allegedly developed clostridium difficile(c-diff) and expired. It was reported that the patient was admitted to the hospital on (B)(6) for having non-bloody diarrhea five days prior with a frequency of every hour and right lower quadrant (rql) abdominal pain. It was noted that in (B)(6), the patient was being treated with gemcitabine and had just finished a two week course of antibiotics ceftriaxone and flagyl for acalculous cholecystitis to finish on (B)(6). In the same medwatch report the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiella pneumoniae. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenovideoscope approximately within a three month period. This is report 3 of 6.